Event description:
It was reported to philips that the device experienced a charge/shock failure and subsequently displayed a shock equipment malfunction error message. There was no patient involvement.